Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
Complainant alleges: the customer reports that the catheter was inserted into a 10 month old female pt and the stylet cannot be removed, because it adhered to the catheter. No pt injury reported. Pt current condition is fine.